Event description:
Diagnosed with eye infection. I've been treated for several eye infections since I've started wearing scleral lenses in fall of 2023 and have exclusively been using nutrifill. Nutrifill sent me an email to return the 45 capsules of lot hgi and I thought I'd email you as well. I said I'd return the vials to them in the customer email they sent me. Once I received the recall information I reflected on the several eye infections I've been treated for since I've started using nutrifill.